Event description:
It was reported that the ventilator failed. No patient injury has been reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator failed. No patient injury has been reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The manufacturer investigation was based on the log file. No parts have been provided for further evaluation. There were entries found in the corresponding log file on the date of event indicating excessive piston motor current. The codes indicate that the ventilator failure was related to an intermittent stalling of the motor. The entire motor unit was replaced onsite, the workstation passed all consecutive tests and was returned to use. The motor speed is being monitored continuously; speed fluctuations caused e.g. By a wear-and-tear related abrasion of the collector disc and resulting intermittent electrical contact interruptions will result in a deviation between measured and expected piston position. To prevent from damages the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.